Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found the outer insulation abraded through at 8.5cm to 15cm from the lead tip; the insulation of the rv sensing cables and pacing coil was abraded, exposing the metal wires. Short circuit was measured between rv and pacing coil due to abraded outer insulation and rv sensing coil insulation. The damages found between the shock coils could cause a short circuit and consequently, noise.

Event description:
During a follow-up, low impedance was observed. The physician noted 5 episodes of vf. Insulation anomaly suspected. Another follow-up visit noted that after isometrics movements of the arm, it was determined that the episodes were not true vf. The lead was explanted.